Event description:
During a lap chole, [the surgeon] inserted a cholangiogram catheter (pmiorcb) through a small incision in the abdomen. [The surgeon] is a general surgeon with multiple years of experience with the procedure and with pmiorcb. During insertion of the catheter, the tip/bend of the product broke off. This portion of the catheter remained in the patient's subcutaneous tissue in the right upper quadrant of the abdomen. The broken portion was located using x-ray imaging and removed. [The surgeon] was able to enlarge the incision and completely remove the catheter tip that had broken off. The patient's clinical outcome was reportedly "good." The surgery time was extended, but the patient experienced no complications post-op.